Event description:
It was reported that the right ventricular (rv) lead threshold was 3.0 volts at 1.0 ms. Patient was scheduled for lead repositioning. It was noted that the lead dislodged. The physician was unable to manipulate the lead therefore the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism.